Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. H6: adverse event problem - type of investigation ¿ correction - remove 4112. H6: adverse event problem - investigation findings ¿ correction - remove 114 and 3227. H6: adverse event problem - investigation conclusions ¿ correction - remove 4307.

Event description:
Subsequent to the supplemental MDR, a correction to remove codes 4112,114, 3227,4307 is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.